Manufacturer narrative:
Analysis was conducted only for reserved samples. The complained defect was confirmed only in 1 pcs of product. One piece of product was out of specification parameters.

Event description:
The 10-15 pen needles have not dispensed insulin. User is priming his pen every time he puts a pen needle on. All pen needles will prime, but when he injects the pen needles will not dispense.